Event description:
It was reported that the patient felt as if he was getting sick, like it was withdrawal syndrome and had increased spasticity. The patient started to take oral baclofen to supplement without success. The patient required hospitalization and medical intervention it was further noted per the managing physician that the patient has multiple psychological diagnoses that cause him to become agitated when his mother attempts any type of intervention to assist him. The patient currently presented very unkempt and dirty with multiple bandages to his fingertips and lesions noted to his hands and forearms. The patient had very bad odor and had a ¿bite block¿ in his mouth. The patient denied falling or having an accident. The patient¿s mother stated the managing physician told the patient on (B)(6) 2013 that if he persisted to feel bad to go to the emergency room and someone would read the pump and call the physician. The emergency room physician evaluated the patient and ensured he was on oral baclofen to assist with management and also ensured the patient currently had enough medication. The patient did have a past catheter and roller study done possibly around (B)(6) 2013 with negative results. The patient was reported as alive without injury. This device system delivered compounded baclofen/lioresal.

Manufacturer narrative:
Product ID 8709, lot# j11207r58, implanted: (B)(6) 2002, product type: catheter. (B)(4).